Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a single port laparoscopic hysterectomy procedure. The needle was passed a couple of times with the suturing device. Then the needle would fall out of the jaws into the abdomen but was retrieved with graspers. Occurred with two suturing devices and needle reloads. The device was also difficult to unload. In order to resolve the issue and complete the case, used another suturing device and needle reload. There was no patient harm. The patient outcome is alive, no injury.